Manufacturer narrative:
The patient¿s weight was not provided. The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the (B)(6) trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device- 1 year and 2 months. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2016. It was reported that the patient was admitted to the hospital on (B)(6) 2017 due to lvad driveline erosion. The patient has a prior unreported history of chronic infection. The recent wound culture from an unspecified date in (B)(6) 2017 grew a (B)(6) (staph) infection and the patient has been on doxycycline since. The patient denies having fever, chills, dyspnea, nausea, vomiting, diarrhea or any other associated symptoms. Another set of lab cultures was collected and a CT of the chest, abdomen, and pelvis was ordered. A vancomycin and cefepime infusion was ordered. The plan is to consider patient for a heart transplant. The patient remains in-patient hospitalization. No additional information was provided.

Manufacturer narrative:
A specific cause for the reported driveline infection could not be conclusively determined. The product was not available for investigation. Infections are listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.